Manufacturer narrative:
Device evaluation of charger (B)(4) has been completed. The reported problem (resets) was confirmed. As received, the charger was resetting. The cause for the failure was contamination on the battery pca. Additionally, the charger was unable to recognize a battery due to a failure at pld component u1003 and pxa component u104 on the c/a board. The root cause for the contamination was ingress of an unknown liquid. The root cause for the u1003 and u104 failure could not be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective charger.

Event description:
A us distributor reported that a charger was resetting.